Event description:
The customer contact reported a leak. The tubing set was being to deliver 50 ml of an unspecified concentration of saline, at an unspecified rate, via a plum pump. The customer contact reported that after approximately 20 hours in clinical use, the anesthetist connected the male adapter of an unspecified 10 ml syringe to the distal clave y-site of the tubing set to deliver 10 ml of an unspecified concentration of propofol via IV push. It was reported that during the delivery of the medication, an unspecified volume of solution leaked from the connection of the clave y-site and the syringe and from the tubing distal to the leg of the clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.